Event description:
It was reported that during an angioplasty treatment procedure, inflation difficulties were encountered. Regarding the maverick2 mr 2.5 mm x 20 mm balloon, the physician reported "the hypotube was broken. Blood got into it, the balloon did not inflate." No pt injuries or complications were reported.